Event description:
Pt reported that back to back tests performed on the pt's surestep meter were 32 and 122 mg/dl (117% diff.). Meter was not cleaned according to MFR's product recommendations. There was no allegation of harm.